Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under-infused. The pump was set to infuse 500cc¿s but there was 3/4 of a bag left after 2 hours when the pump said infusion complete. Another pump was used to finish the 397ml that was left in the bag. The drug and care area are unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The under-infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.